Event description:
It was reported that a small volume folfusor was not emptied. This was observed during patient infusion. The expected duration was 168 hours; however, after 7 days the device was removed and fluid remained in the device. A total of 84ml solution was administered. The device contained 5-fluorouracil 2400mg in 5% glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received for evaluation containing 16 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.